Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with an alarm during the basic occlusion test and was unable to prime during the prime test as a result of a protruded/loose drive support disk. The device had scratched screen, cracked belt clip slot at the battery tube threads area and cracked reservoir tube lip.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's insulin pump alarmed every time the prime test is performed and insulin squirted out. Advised the caller that the device would be replaced and revert to back up plan. No further information was provided.